Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip opened while establishing final arm angle in the anatomy. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4. The first mitraclip (cds0701-ntw, (B)(4)) advanced to the mitral valve. On the first establishing final arm angle (efaa), the clip opened while locked. The device was no longer used and was removed from the patients anatomy without issue. Another mitraclip was successfully used in replacement, with a total of three clips successfully implanted without further issues. The mr had been reduced to grade 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints identified no other incidents reported from this lot. Based on the available information, a cause for the reported unintended movement (clip open ¿ establishing final arm angle) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.